Event description:
Six months after undergoing percutaneous coronary intervention, the patient complained of chest pain. Upon admission, an electrocardiogram showed st segment elevation. An angiogram revealed 80% stenosis of the first diagonal branch. The stenosis was dilated with 2x15mm angioplasty balloon at 14 atmospheres. The residual stenosis was 20%. During the procedure, the (lad) left anterior descending artery was protected. Additionally, the previously treated lad lesion was patent and free of disease. After the procedure, the patient was in stable condition.